Event description:
It was reported that during patient use, the autopulse platform performed 2 compressions, then stopped and displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. The crew attempted to restart the platform but was unsuccessful. They reverted to manual CPR (exact length of time was not provided). The patient did not survive. No further information was provided. Please note that the date of event was not provided. Manufacturer has requested additional information from the customer; however, no additional information has been obtained.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 09/24/2014 for investigation. Investigation results as follows: visual inspection of the returned platform showed that the load plate cover was torn. The physical damage found during visual inspection is not related to the reported complaint of the unit displaying a user advisory (ua) 45 (not at "home" position after power-on/restart) during patient use. The damage appears to have been caused by normal wear and tear (autopulse manufactured in 10/2008). A review of the autopulse platform's archive was performed and confirmed the reported complaint. The archive data showed that a ua 45 fault occurred on (B)(6) 2014, rather than on the reported event date of (B)(6) 2014. Functional testing was performed and the reported complaint was not confirmed. The platform was subjected to a run-in test with a 95% patient test fixture for several hours with no faults or errors reported. In addition, a load cell characterization test was performed and the data and graph confirmed that both load cell modules were functioning within specification. All parameters for the autopulse platform met manufacturer's specifications. Based on the investigation, the part identified for replacement was the load plate cover. In summary, the reported complaint of a ua 45 fault was confirmed based on the archive review but could not be reproduced during functional test. Upon replacement of the load plate cover, the platform was re-evaluated through functional testing and passed all testing criteria.

Manufacturer narrative:
Customer indicated that prior to the reported event, the platform worked fine with a mannequin. Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.